Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air and water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: even though we could not identify what the foreign material was from the information obtained we confirmed that there were powdery and fibrous foreign material in the air/ water nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.